Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot#: 13086 was returned and analyzed. Smart chip verification indicated the catheter was used for 19 applications on the date of the event. Deflection to the front and back was not working. The balloon catheter failed the performance test due to system notice # 50032 (the safety system has detected a compromised outer vacuum) and dissecting the catheter revealed a double balloon breach. Additionally, the pull wires were broken on both sides inside the handle. In conclusion, the balloon catheter failed the returned product inspection due to the double balloon rupture, as well as the broken pull wire. If information is provided in the future, a supplemental report will be issued.

Event description:
The balloon catheter subsequently tested out of specification, per the manufacturer's investigation.